Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope was insufficient or incorrect reprocessed. The issue occurred during a reprocessing in-service. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seventeen (17) years since the subject device was manufactured. The device was not returned to olympus for inspection, however an endoscopy support specialist(ess) was dispatched to the user facility on 06aug2024 and the customer's complaint/reportable malfunction was confirmed that bedside cleaning was not performed on the device. Based on the results of the investigation, it is presumed that the staff at the user facility had a misunderstanding and understood insufficiently on reprocessing methods. Olympus provided information on proper reprocessing methods in accordance with IFU and ess has completed the training of reprocessing at the user facility. Instructions for use warns on insufficient reprocessing as follows: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.